Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that soon after starting nebulization to the pt via ventilator, two technical errors one indicating disabled valved and the other indicating an internal memory error were generated by the ventilator. The minute volume and tidal volume went to zero. The ventilator setting also changed to pediatric set-up. There was no pt harm. (B)(4).